Event description:
Investigation results completed on a smiths ventilators/pneupac ventilators parapac.

Manufacturer narrative:
Investigation results completed on a completed on a smiths ventilators/pneupac ventilators parapac. Device arrived and visually inspected and found to have no power on. The battery compartment is corroded and broken. When testing was completed the complaint was verified. The device was found to have a faulty relief valve. Summary of repairs included broken battery compartment, out of spec manometer and damaged bezel.a service kit was installed. The device passed all pm testing. Cause is isolated to general wear and tear.

Event description:
Information was received indicating that no audible alarms occurred to a smiths medical pneupac® parapac® ventilator. The on / off cap was also reported to be missing. There were no reported adverse effects.